Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported to the hospital due to syncope. Evaluation revealed the ICD reached a battery status of end-of-life. The patient had been lost to follow-up. The device was explanted and a new device was implanted. The device was returned for analysis.